Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported via a literature article from the journal "annals of vascular surgery", volume 25(4):557, e1-4 issued (B)(6) 2011, an angio-seal was selected for closure after a right carotid stenting procedure. The patient presented with transient ischemic attacks post angio-seal deployment. At the time of intervention, oral anticoagulation therapy was interrupted and within a day after the intervention, he developed an expanding hematoma in the right groin, necessitating surgical drainage. Active bleeding for the right common femoral puncture site was noted and careful examination of the artery revealed displacement of the angio-seal. The anchor was found exterior to the posterior wall of the femoral artery and the collagen was found intraluminally, resulting in subocclusive thrombosis. Explantation of the angio-seal was followed by a thrombectomy and suture repair of the right common femoral artery, which controlled the bleeding and re-established good distal arterial flow. However, there was reaccumulation of the hematoma a day later, which required re-exploration and drainage. The patient developed a necrotic skin flap, warranting debridement and hospitalization for 4 weeks. Additional information was not available at this time. (B)(4).